Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523-us, lot 5l01161: manufacturing site: bettlach. Release to warehouse date: november 21, 2019. A manufacturing record evaluation was performed for the finished device. There were no non-conformance reports that would be relevant to the complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (part 03.033.001, lot 5l11914). The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is being confirmed. Dimensional inspection of the received device was performed; the dimensions are within specification. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed as the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Relevant actions have been taken to address the complaint issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of existing stryker antegrade femoral nail and replacement with dps frn nail. During the procedure, while the surgeon was inserting a femoral recon nail the tip of the driving cap threaded broke off in the threaded receptacle of the radiolucent insertion handle. The patient had a prior injury many years ago where a stryker femoral nail was placed for stabilization. Patient¿s current injury occurred at the tip of that nail, so the old nail needed to be removed in exchange for a frn longer nail . A back-up device was used, and the procedure was successfully completed with a five (5) minute surgical delay. The patient's status is unknown. Concomitant device reported: radiolucent insertion handle (part#: 03.033.001, lot#: 5l11914, quantity: 1); unknown femoral recon nail (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).